Event description:
Per the clinic, the patient experienced intermittencies, dizziness during stimulation, and poor device performance since activation. It was reported that the tip of the electrode array had been folded over in the cochlea since the initial implantation surgery. Subsequently, the device was explanted on (b)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.